Event description:
Two robotic harmonics were defective. Each was plugged in and the harmonic machine responded by prompting to exchange the instrument. Both events for the defective harmonics were reported to the sales rep. No patient harm noted. After issue noted with 2nd device, the surgeon opted to use another product. Ref report: mw5161701.